Manufacturer narrative:
The pod was received with the soft cannula deployed. Initial attempts to download the data from the pod were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was attached to the pod in an attempt to establish a connection between the pod and the master pdm. This attempt was unsuccessful. The pcb assembly was removed from the pod and attached to the power supply. This attempt was also unsuccessful. The pod data was unable to be obtained as the pod could not establish connection with the master pdm. Corrosion was observed on the pcb assembly, linkage assembly, mechanism rails, and top and bottom batteries. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device. This internal leak contributed to the corrosion observed and the inability of the pod to connect to the master pdm. This internal fluid leak prevented the proper delivery of insulin. The pod was received with evidence of blood on the adhesive pad. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 300 mg/dl, while wearing the pod between 4 and 24 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.